Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a low battery alarm. The batteries were removed, and new batteries were inserted. The pump was alarming power lost while the pump was running. The batteries were removed and left out for a couple of minutes. The batteries were reinserted. Settings were reviewed, rate confirmed, and pump started. The screen reads run reservoir volume of 51.1 ml. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.